Manufacturer narrative:
Additional information: due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint of "delivery system - leakage" was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. Investigation was limited to review of DHR, review of physician training and IFU for the edwards commander delivery system, review of complaint databases for similar complaints, review of lot histories, and review of manufacturing mitigations. The most relevant work orders for the failure mode reported did not reveal any manufacturing related issues that could have contributed to this complaint. No IFU/training deficiencies were identified. Review of complaint histories reveals that the occurrence rate for leakage for the commander delivery system did not exceed may 2016 control limits for this trend category "leakage." Review of lot history for the relevant work order revealed no other complaints for "delivery system leakage¿. As part of the manufacturing process, commander delivery system balloon shafts are processed through receiving inspection which includes dimensional and visual inspections per the receiving router. According to balloon shaft inspection thv, each balloon shaft lot is inspected for mechanical damage, twists, knit lines, die lines, delamination, distortion, cracks, surface voids, bubbles, gross discoloration, exposed braid on a sampling plan under a minimum of 2.85x magnification, and the balloon shaft od between the proximal end of the balloon shaft to metal stop sleeve step is inspected with a slide hole gage on a sampling plan. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. These inspections during the manufacturing process and testing performed during the product verification process at edwards lifesciences make it unlikely that a defect in manufacturing contributed to the reported complaint for the "delivery system - leakage." Causes for "delivery system - leakage" maybe due to a balloon shaft fracture near the y-connector and/or a crack on the balloon shaft, proximal to the metal stop sleeve. A risk assessment was performed and corrective/preventative actions were addressed for balloon shaft fracture near the y-connector, and other similar confirmed complaints. Corrective actions included a change to the balloon shaft's reflow joint configuration to prevent further occurrences of fracture. The new tubing configuration includes a continuous section of tubing (internal strain relief) underneath the proximal reflow joint to mitigate a leak caused by damage to the balloon shaft near the y -connector. The updated balloon shaft was introduced in april 2016. Of note, the delivery system in question in this complaint was manufactured prior to the implementation of the balloon shaft configuration design corrective action. The commander delivery system leakage as a result of a crack on the balloon shaft proximal to the metal stop sleeve was also previously observed on other complaints. A risk assessment was performed and corrective/preventive actions were addressed. The CAPA determined that the primary root cause for the balloon shaft fracture at the proximal metal stop sleeve bond was the use of excessive force or bending during the valve alignment process. A field safety action (fsa) was distributed containing additional details regarding device handling. Specifics regarding bending the balloon shaft when fine adjustment or gross alignment issues should arise were included, as well as emphasizing that the balloon shaft should not be pulled past the warning marker. The metal stop sleeve was updated to improve the bond at the steel stop sleeve. During the investigation, it was also determined that an oversized diameter near the stop sleeve could cause difficulty with valve alignment resulting in high forces being applied by the user. A 100% inspection was implemented at the supplier and during incoming inspection for balloon shaft od measurement across the entire join length. Per the complaint description, ¿the fluid came out near the handle¿ maybe due to both types of cracks. However, there is not enough information to support which issue this complaint may potentially be related to. Damage to the device in other manners may also contribute to a leakage issue like the one reported. A definitive root cause cannot be determined at this time. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for (B)(6) 2016 for this trend category.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, during valve deployment, only 75% of the balloon could be inflated and the valve was underdeployed. It seemed the fluid came out near the handle. Extra volume was added and valve was then able to be fully deployed in good position. The patient is doing well.